Event description:
Pt states no current problems with infusion but that they did notice a little bit more shortness of breath when getting dressed this morning. Pt stated it was only slight; resolution date/status unknown. Author advised pt to go to emergency room if symptoms worsen; pt verbally understood. Patient was infusing with recall affected cassette lot at time shortness of breath experienced, unknown if recalled cassette contributed. Pt reports they have 10 of the recall impacted cassettes with lot number 4329615. Pt reports they have no cassettes to use for next mix at/around 11:30pm tonight. Author advised pt we wi be attempting to get replacement cassettes delivered to pt in time for next mix tonight. Author advised pt to go to hospital for observation and/or med administration if replacements are not received by 2:30am or 3am est. Pt verbally understood. No further info, details or dates available. IV remodulin pt. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the product fault occur while in use with the pt? Yes; "did the product issue cause or contribute to pt or clinical injury? " if yes, was any medical intervention provided? Na. Is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion? Continue as is, go to hosp if symptoms worsen; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.